Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #:(B)(4).

Event description:
It was reported on (B)(6) /2026 that(B)(6) was returning the silent nite 3d device because the appliance fractured on both trays.